Event description:
It was reported that the patient requested a pocket revision due to pain and the position of the device. The physician chose to explant and replace the device, and the pocket was revised more medially. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: icf09b implantable pacing lead: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and there were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.